Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the integrated electro surgical unit (iesu) displayed an error c-34. The system was not on the network. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the caller (isi clinical sales representative) power cycled the iesu without success. The tse instructed the caller to again power cycle the system and remove the main power cord, however, tje error persisted. The operating room team continued with the case using the synchoseal. The procedure was completed as planned with no reported injury. Isi followed up with the isi csr and obtained additional information. The iesu did not deliver monopolar energy, but did deliver bipolar energy. The operating room (or) team continued with the case using the synchoseal instrument, since they had the e-100 generator available. The or team used the vision side cart (vsc) from a different system to complete the surgery. There was no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The unit was returned for failure analysis but the reported failure of errors on the iesu could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.